Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to limited information provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). G2: event occurred in japan. G2: literature citation: hayakawa, k., date, h., nojiri, s. (2024). Prospective randomized study on the effect of concurrent bone filling of tibial peg holes in cementless total knee arthroplasty. The knee 50, 18-26. Https://doi.org/10.1016/j.knee.2024.07.012. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that 1 patient was revised due to late onset infection. Only the femoral component was revised. Attempts have been made and no additional information is available.